Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. While resetting the pump a malfunction alarm (alarm 15) occurred. Customer's blood glucose was 114 mg/dl. Customer reverted to another method for insulin therapy.